Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) did not change to black-black, and there was no obvious sound was heard. There was no reported patient injury. A 5f non-cordis sheath was used as well as an unknown guidewire and unknown embolic microspheres. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) did not change to black-black, and there was no obvious sound heard. There was no reported patient injury. A 5f non-cordis sheath was used as well as an unknown guidewire and unknown embolic microspheres. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted into an unknown non-cordis catheter sheath introducer (csi) of the proper french size; the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received unlocked; back bleed port is at the deployed position; indicator wire is retracted; device is blood saturated. No other outstanding details were noticed. The functional analysis was performed. The device was clean up using an ultrasonic machine to remove blood. With the cowling guard unlocked. The delivery shaft was withdrawn and inserted into the returned unknown csi. A click was heard when the cowling guard was locked and when the returned unknown csi was locked into the delivery shaft. The deployment portion of the functional analysis was not performed due to the device being returned fully deployed. It cannot be set back to the manufacturing position to perform the deployment process. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The reported event of ¿indicator window no change to indicator and vascular closure device (vcd) no audible click¿ was not observed through analysis of the returned device, as it was received fully deployed and with the guard unlocked. The functional analysis could not be performed since the device was received fully deployed. There were no anomalies of the internal mechanism of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.